Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, they are reporting an inoperative keypad as no buttons were functioning on the control module. They could not enter the volume on the keypad. This occurred before use in the pharmacy. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of "inoperative keypad as no buttons were functioning on the control module" was confirmed during device evaluation. The root cause was due to corrosion found on pin 7 of the flex cable connector. There were no repairs performed on the device and a replacement device was sent to the customer. This issue is being investigated through CAPA.